Manufacturer narrative:
(B)(4). Per the customer the sample was discarded and the lot number was unknown, therefore no evaluation or batch review could be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Event description:
The customer contacted baxter's service center regarding a system error 2240 which occurred on the home choice (hc) during use during dwell 3 of 4. The technical service representative (tsr) explained alarm. The patient was connected at the time of the alarm. A line had become disconnected. The home patient (hp) found solution on the floor coming from one of the lines. The tsr instructed the hp to end therapy and call her nurse regarding the air in the lines and assisted the hp to end therapy. There was the patient involvement but no the patient injury or medical intervention indicated at the time of the initial report. Baxter product surveillance (bps) contacted the home patient on (B)(6) 2012. She stated that she had told the tsr that there was not a disconnection multiple times, but that the tsr insisted that there was one. The patient stated that she had found a leak on the floor, but that everything was connected properly. She did not see any damage to the supplies nor did she identify where the leak was coming from. Therapy since has been going well and there were no adverse effects reported in relation to this event. Bps contacted the registered nurse on (B)(6) 2012. She stated that the patient had not contacted her about the event, but that the patient was doing well and continuing therapy on the home choice. There were no adverse effects reported in relation to this event.

Manufacturer narrative:
(B)(4).this complaint for a report of a system error 2240 was confirmed. The root cause was undetermined.